Manufacturer narrative:
Additional information provided in d11, h3, h6 and h10. Evaluation summary: the cartridge complaint sample was not returned for evaluation. A photo was provided of the eye. No lens is visible. An artifact is observed in the center of the pupil, which may be damage or foreign material. Unable to determine location on or under lens from the photo. The cartridge is only qualified for iols that are 27.0 diopters or less per specific model, and have not been qualified with another manufacturers iol. The customer indicated the use of a 30.0 diopter lens. The root cause for the reported cartridge damage is most likely related to a failure to follow the dfu. The root cause for the reported foreign material may be related to the report damaged cartridge. No determination can be made without physical evaluation of the product.

Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that the cartridge cracked during an intraocular lens (iol) implantation procedure. The iol was successfully implanted however, during the 1 day postoperative visit, the surgeon noticed what appeared to be a piece of the cartridge in the anterior chamber located behind the iol. The foreign body was removed. The patient is seeing well and is happy with the outcome. The surgeon noted that a non-qualified iol was used in combination with the delivery system and cartridge during the initial procedure.